Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprostheses in zone 9. It was reported that the delivery catheter was in place. The physician attempted to loosen the deployment knob and the deployment knob immediately fell off. The fsa suggested that the physician acquire a pair of hemostats to grab the deployment line; however, the attempt was unsuccessful. The device was never deployed so the physician decided to pull the device out and use a new gore® excluder® aaa endoprostheses (plc) to complete the procedure. The patient tolerated the procedure. The physician does not know the cause of the reported event.